Event description:
It was reported that a patient experienced a leak between a patient line and a patient extension set. This occurred during dwell five of five of peritoneal dialysis therapy. The patient was connected. The technical service representative had the patient give a half twist to ensure that the connection was tight. The technical service representative reviewed proper procedure. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.